Event description:
The customer reported the patient was under general anesthesia when an error message occurred. The surgeon stated she had not touched the reflux button on the footswitch; however, a piece of cortical material jumped away from the tip and she was unable to retrieve it. The surgeon completed the case except for a residual piece of cortical material. The surgeon injected a steroid after completing the surgery. The following day the surgeon followed up with the patient and was able to see the cortical material. An additional surgery was performed to retrieve the cortical material. Multiple attempts made to surgeon for patient status with no response.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem. The error message was found in the system event log. The company service representative reseated the cables. The system was tested and met all product specifications. There are no adverse trends for the reported issue. A review service requests indicates no adverse trends for the reported issue. The root cause of the reported issue could not be determined as the company service representative was unable to replicate the reported issue. This report mailed in to FDA on: 05/14/2008.